Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient to have shortness of breath and the patient was hospitalized and underwent surgery to remove fluid from lungs related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date a follow-up report will be filed. The reported event that the patient is having fluid in the lungs accompanied with difficulty breathing/short of breath; is in the hospital for surgery to remove the fluid in the lungs is assessed as a serious injury but not related to the device as per dreamstation 1 hhe. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have shortness of breath. The patient was hospitalized and underwent surgery to remove fluid from lungs. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.